Manufacturer narrative:
5/12/97 supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a laparoscopic cholecystectomy procedure, the clips scissored and cut the cystic duct. The surgeon applied another device to repair the cystic duct. The hosp has reported that the pt's status is satisfactory.